Event description:
It was reported that customer¿s mother believed pump was randomly delivering inaccurate bolus doses and had lost trust in pump, with possibility that 9-year-old patient may have tampered with device. There was no adverse impact to the customer's blood glucose level. Customer decided child would stop using pump and would use multiple daily injections as backup therapy, and technical support arranged for replacement pump, confirmed shipping details, instructed mother to place pump in storage mode before returning it with pre-paid label, and advised that pump settings and continuous glucose monitor would need to be connected and programmed into replacement device.